Event description:
Patient's evd(external ventricular drain) tubing discovered to be leaking csf(cerebrospinal fluid) at the luerlock site closest to icp(intracranial pressure) transducer, requiring neurosurgery md to replace tubing.